Event description:
Per dealer, when changing from forward to backward on the joystick, it is causing the caster to swivel in air. Tech is going to get with product manager to see how we can get this resolved.